Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a broken pumphead door in the hinge area. "This condition had the potential to interrupt delivery." This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed in service. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty door hinge. A follow-up MDR will be submitted if any additional information is received.